Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient has been diagnosed with peritonitis. This report was made during follow-up for a technical service call where the patient experienced a drain complication with observable fibrin while doing dialysis with the fresenius cycler. The patient had a pd culture obtained (the same day) which grew the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin 1500 mg on an outpatient basis. The patient was seen again in the outpatient pd clinic and had low blood pressure (reading unknown). The patient was sent to the hospital and admitted the same day. The nurse stated the patient was treated with antibiotics for the peritonitis and continued pd therapy during hospitalization. The patient has been discharged home and continues pd with the same cycler. Per the nurse, the patient was treated with heparin, per standing orders, for the fibrin. Per the nurse, the patient is recovered from event and is continuing pd treatments with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange. Furthermore, the patient¿s hospitalization for low blood pressure was associated with preexisting hypotension which was exacerbated by the peritonitis infection; not related to any product issues or pd treatment.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event and subsequent hospitalization with peritonitis induced hypotension. However, there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient¿s pd culture generated growth of the organism staphylococcus epidermis which is an organism that is found on human skin. Therefore, based on the reported information, the patient¿s peritonitis can be reasonably attributed to touch contamination/breach in aseptic technique during the pd exchange, as reported by the patient¿s nurse. Furthermore, the patient¿s hypotension was associated with the peritonitis infection in the setting of the patient having pre-existing low blood pressure. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Correction: h10. (Plant investigation: removal of last sentence which incorrectly stated that event was not confirmed). Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident has been confirmed and could be attributed to end user error in accordance with the complaint description.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient has been diagnosed with peritonitis. This report was made during follow-up for a technical service call where the patient experienced a drain complication with observable fibrin while doing dialysis with the fresenius cycler. The patient had a pd culture obtained (the same day) which grew the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin 1500 mg on an outpatient basis. The patient was seen again in the outpatient pd clinic and had low blood pressure (reading unknown). The patient was sent to the hospital and admitted the same day. The nurse stated the patient was treated with antibiotics for the peritonitis and continued pd therapy during hospitalization. The patient has been discharged home and continues pd with the same cycler. Per the nurse, the patient was treated with heparin, per standing orders, for the fibrin. Per the nurse, the patient is recovered from event and is continuing pd treatments with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange. Furthermore, the patient¿s hospitalization for low blood pressure was associated with preexisting hypotension which was exacerbated by the peritonitis infection; not related to any product issues or pd treatment.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. A review of the user guide was performed. The user guide states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time, the reported incident could be attributed to end user error in accordance with the complaint description. As the complaint sample was not available a physical evaluation could not be performed, therefore the alleged event could not be confirmed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient has been diagnosed with peritonitis. This report was made during follow-up for a technical service call where the patient experienced a drain complication with observable fibrin while doing dialysis with the fresenius cycler. The patient had a pd culture obtained (the same day) which grew the bacteria staphylococcus epidermis. The patient was treated with intra-peritoneal (ip) antibiotic therapy with vancomycin 1500 mg on an outpatient basis. The patient was seen again in the outpatient pd clinic and had low blood pressure (reading unknown). The patient was sent to the hospital and admitted the same day. The nurse stated the patient was treated with antibiotics for the peritonitis and continued pd therapy during hospitalization. The patient has been discharged home and continues pd with the same cycler. Per the nurse, the patient was treated with heparin, per standing orders, for the fibrin. Per the nurse, the patient is recovered from event and is continuing pd treatments with the same cycler. The patient¿s nurse confirmed the patient did not have any fluid leaks or any issues with fresenius device or product in relation to the peritonitis event. The nurse attributed the peritonitis to patient touch contamination during the pd exchange. Furthermore, the patient¿s hospitalization for low blood pressure was associated with preexisting hypotension which was exacerbated by the peritonitis infection; not related to any product issues or pd treatment.